Manufacturer narrative:
The device in question will not be returned to the manufacturer for evaluation because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific in 2006, a product problem associated with a pica (posterior inferior cerebellar artery) aneurysm coiling procedure. It was reported that, "during this procedure, the power supply gave a false detachment signal when detaching a coil (device in question). During the detachment, the values of the power supply were normal: 1 ma and voltage aroung 6. Power supply signaled detachment after about 20 seconds. When (the physician) retrieved the (device in question) under fluoro, he realized that the (device in question) was still attached to the pusher wire. He repositioned the (device in question) and re-started the power supply. The values displayed indicated that the (device in question) was detached. He started to retrieve the pusher again, however, the (device in question) was still not detached. When he tried to reposition the (device in question), it suddenly detached (without being connected to the power supply). As a result, the proximal tail (of the device in question) is protruding into the parent artery. Despite the tail, blood circulation was normal. The procedure was finished and the pt was put on aspirin. (The physician) reported that he regularly experiences false detachment signals with these (devices in question)." It was reported that the procedure was completed with this device, that there were no pt complications, and that the pt condition was good.